Manufacturer narrative:
Per the use guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300-400 mg/dl range with ketones due to the customer running out of pump supplies and did not have a backup alternate insulin therapy. Customer went to the emergency room (ER). Intravenous insulin/fluids were administered. After 24 hours, customer left the ER in good condition. Bg was 70-80 mg/dl. Customer received pump supply order and resumed pump therapy.